Event description:
The customer reported "control pannel [sic] signal abnormal." The local philips representative reported that the actual symptom was that the device failed to display. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The local philips representative replaced the frontbezel assembly to resolve this malfunction.